Event description:
Corrected information: this event was previously filed in manufacturer's report # 6000030200400622. Any additional information received regarding this event will be filed under manufacturer's report # 6000030-2012-00045.

Event description:
It was reported there was a pump pocket infection and wound dehiscence. Signs/symptoms were noted as a non-healing right lower quadrant abdominal wound. Intervention was noted as surgical treatment; pump repaired on (B)(6) 2004. Patient had pump pocket scar revision on (B)(6) 2004 which became infected with no resolution from IV vancomycin. The pump and catheter were replaced. The outcome was noted as resolved without sequelae.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.